Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the trocal seal leaking after 10mm ligaclip applier inserted difficult to insert clip device. It was then leaking aerosolized /body fluids with potential biohazard exposure to surgical team. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).